Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00092. The following patient identifiers are linked: (B)(6). The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include interoperability problems like: incompatible component. Material problems like: degradation; improper physical structure. Mechanical problems like: stress or friction; wear and tear; deformation; mechanical shock; operational problems like: device incorrectly reprocessed; failure to calibrate or used without calibrating; storage problems. These causes can occur between components such as electrical cable; capacitor; discrete electrical component; circuit chip; integrated circuit board; electrode; electrical lead/wire; adhesive; nozzle; tip; lenses; imager; locking mechanism; and protection shield without any design or manufacturing issue, and could lead to appearance issues on device. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the cap fell off upon removal of the scope from the patient and fell into the body, although customer is unsure of what part, either in the stomach or high up. The cap was possibly retrieved with a net but it was retrieved according to the customer. It was reported there was a delay to get the cap, but the length of the delay was unknown and it was at the end of the procedure. The procedure was completed and there was no harm to the patient.